Event description:
Immco diagnostics, inc. Has identified that the formalin fixed anca slide, approximately nine (9) months after manufacture has lost reactivity for the detection of canca and panca antibodies prior to expiration. The likely root cause is lot specific defect in donor hpmn cells used as the reactive substrate causing degradation of reactivity prior to labeled expiration date. As this test is used as a secondary, confirmatory method for perinuclear anca reactions and the internal quality controls required in the instructions for use and provided for use with this slide will fail on this slides prompting retest; this issue has been classified as no risk to patient health. Immediate field correction has been taken to replace slides of this lot used in the anca test system.